Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) years since the subject device was manufactured. Based on the results of the investigation, it was unable to determine what foreign material was involved. Olympus presume that reprocessing was not conducted properly due to water leakage from the device. Subsequently, the material was not possibly eliminated. And, since the material adhered to the point other than outer surface of the device, the material could not be eliminated by reprocessing on light guide lens. Also, forceps elevator cover glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, forceps elevator cover glue was invaded by humidity, which led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenvideoscope's air/water tube and air/water cylinder had foreign objects and there were stains inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of scope cover packing, water tightness is lost; due to deformation of suction cylinder, suction valve does not return after being pressed; forceps elevator knob is deformed; right/left knob is deformed; swtch1 has a cut; air/water cylinder has foreign objects; air/water cylinder has no color; suction cylinder has no color; switch box has a dent; color ring has a crack; grip is shaved; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; electric connector has corrosion; due to damage on the forceps elevator (k-wire), fixing force of guide wire does not meet the standard value; air/water tube has foreign objects; light guide lens has a crack; connecting tube has a wrinkle; due to annual inspection, parts must be replaced; adhesive around objective lens has a crack; inside of light guide lens has stain; and there is corrosion around forceps elevator (l-arm). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.